Event description:
An alliance ii integrated inflation system device was to be used for an unknown procedure in 2008. According to the complainant, during the unpacking of the device, a yellow liquid was observed in the syringe. There was no patient involvement in this event.

Manufacturer narrative:
The suspect device has not been received for evaluation; therefore, the cause of the reported product problem is currently undetermined.